Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment. After deployment upon post-dilatation with a 6mm balloon at low pressure, the stent fractured and separated into two parts. Another stent was implanted to cover both parts and adapt them to the vessel wall.